Manufacturer narrative:
(B)(4).

Event description:
The patient received a questionable result from coaguchek xs meter serial number (B)(4). At 6:06 am the nurse performed a laboratory draw and the result using dade innovin reagent was 2.2 inr. A few minutes later at 6:18 am, the patient tested on his meter and the result was 2.9 inr. There was no allegation of an adverse event. The nurse stated that the doctor asked the patient to test on his meter to ensure results were accurate against the laboratory. The patient was in the hospital for an infection and was currently on antibiotics. This was not related to use of the meter. The therapeutic range was 2.0-3.0 inr. The patient was anemic with a hematocrit of 38.5%. The patient was not on heparin, had no direct thrombin inhibitors, and had no antiphospholipid antibodies. The patient had no diet changes and no bleeding or bruising. The suspect meter and strips were requested to be returned for further investigation. Relevant retention test strips (lot 196640-14) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from (B)(6) donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.

Manufacturer narrative:
No materials were received for investigation. The investigation was unable to find a definitive root cause.